Event description:
A female admitted for induction of labor in 2008. Attending anesthesiologist inserted epidural catheter. As md was pulling out the needle, the pt moved, causing the tip of the catheter to tear off. The catheter was a soft tip multi-orifice catheter. There was about 2.5cm missing from the tip of the catheter. CT scan of the pt's spine showed a retained broken tip of epidural catheter in the epidural space with the entry point at l1-l2 spinous processes, and tip at level of ligamentum flavum. The catheter is coiling in the right l1 neural foramen.